Event description:
It was reported that lead dislodgement was observed when a patient presented for a follow-up. The physician suspected that the patient did not stay immobilized after the implant. The lead was repositioned, and the patient was in good condition after the event.

Manufacturer narrative:
(B)(4).